Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided. (B)(4) was used to capture the patient undergoing surgical intervention to explant the device.

Event description:
It was reported that this right ventricular (rv) lead was reposition due to high thresholds. Device remains in service. No additional adverse patient effects were reported.